Event description:
It was reported that during service and repair pre-testing, it was observed that battery reamer/drill device had no power. Therefore, the tests could not be completed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the electronic control unit had damaged wires and the electronic motor did not function properly. It was further discovered the internal gear components were corroded. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.